Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged into the right atrium. The lead was explanted when repositioning was unsuccessful.